Event description:
It was reported that the patient was implanted an unknown metasul head (exact catalogue number unknown) on an unknown date. It was reported that the patient underwent a revision surgery at unknown date due to an unknown reason.

Manufacturer narrative:
A wear measurement was carried out on a 3d measuring machine. According to the manufacturing date and the awareness date of the case, the approximate maximum time in vivo is 12 years and 6 months (150 months) and the appropriate minimum time in vivo is 8 years and 4 months (100 months). The total linear wear value for the head was 213 um (corresponding to a yearly wear rate of 17 um for 150 months in vivo and 26 um for 100 months in vivo). The measured wear values of the metasul pairing have to be assessed as increased even if the time in vivo can only be estimated. The increased wear is most probably a result of a rim loading situation. As there is no clinical information at hand it is not possible to determine how and why it came to the above described pneumonia. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on 07/09/2015. The devices were returned and the results of the visual examination and measurements have been made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend is identified. The compatibility check was performed and showed that the product combination was approved by zimmer. On the articulation surfaces of the metasul head a well-defined borderline between loaded and unloaded area is visible and partially palpable. The articulation surface was inspected under the microscope: the loaded area is characterized by the typical pattern of crisscross, slightly curved scratches and micropits are recognizable. The unloaded area presents the original surface state with slightly protruding carbides. The head taper exhibits partially signs of corrosion.

Manufacturer narrative:
The manufacturer received the device for review and investigation is ongoing. No x-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed, but this will be part of the investigation process. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).